Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery before and after a battery change. Customer's blood glucose was unknown at the time of incident. Troubleshooting explained alarm and advised customer to remove the battery for 10 minutes, clean the battery contacts and then replace the battery into the pump, but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Insulin pump received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.